Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a matrix drawer that keeps failing. The field service engineer realigned the back bracket to adjust the emergency lever to align with the drawer's closing opening. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the auxiliary 2 drawer 3 continuous matrix drawer failure. There were no adverse events or injuries reported based on this event.